Event description:
It was reported that during a pci treatment procedure, the tip of the pt graphix guidewire fractured. The lesion being treated was located in the circumflex coronary artery. No pt complications were reported.